Event description:
It was reported that during the implant procedure there was a difficulty in inserting the df-4 lead into df-4 port. The device was not used and a new device was implanted. The patient was in a stable condition throughout the procedure.

Manufacturer narrative:
The reported event of header anomaly was confirmed. Test leads were not able to be fully inserted into the df-4 port in the lab. The cause of the field event was due to foreign material within the df-4 bore of the device.